Manufacturer narrative:
Date of event: event date was reported as "on an unreported date some time ago." The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified anti-inflammatory drug and unspecified antibiotic (dose, route and frequency were not reported) for the peritonitis. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing during the early stage of treatment and was and was withdrawn at the later stage of the treatment. No additional information was provided as the reporter declined follow up.